Event description:
It was reported that occlusion alarms occurred. The customer went to the emergency room (ER) with a blood glucose (bg) level displayed as "high"; however, specific value was not provided and high ketones. Customer addressed high blood glucose by administering a correction bolus via the pump and was treated with intravenous fluids of saline and insulin. Customer was discharged later the same day with the issue resolved and no permanent damage. The customer did not observe any issues with the cartridge, infusion set, tubing or cannula.